Event description:
Patient reported issue concerning a spine surgery fixation that was originally done on (B)(6) 2010 at (B)(6) hospital. The surgery performed was synthes dynamic stabilization system at lumbar 2-3 and lumbar 3 - sacral 1 (rods and screws were implanted). On an unknown date in (B)(6) 2012, the patient had x-rays done at (B)(6) clinic in anticipation for yearly check on (B)(6) 2013. The patient reported that x-rays showed that the rod was broken at top of lumbar 3 and is in pain. This is 1 of 1 unknown rod device for this event reported on complaint (B)(4).

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
This is 1 of 2 device for this event reported on complaint (B)(4).